Event description:
Pt was implanted with cslp plate and screw construct at c5-c7 in (B)(6) 2011 for a cervical fusion. Pt complained of neck pain. Follow-up x-rays showed that the plate broke in half below the screw hole. Pt did not fuse. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. Surgeon did not remove any hardware and revised the pt with synapse for a posterior cervical fusion at c5-c7. Screws were noted as intact. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Additional information obtained from the account contact. Patients reported weight was (B)(6). The reported date of implant is (B)(6) 2011.